Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: 11/14/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received in a tray. Visual inspection under magnification revealed that the lens was received cut in half (not separated) and covered in viscoelastic residue. Lens damage similar to a crack on the optic zone was observed and no additional defects were observed. No defects or assembly issues were observed on the handpiece before and after disassembly. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation it was noticed that there was a crack on the optical area of the intraocular lens (iol). The iol was removed and replaced with a back up dib00v. Incision enlargement was required. There was no reported patient injury and patient is stated to be doing well. Opegan high viscoelastic was used. No additional information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.